Manufacturer narrative:
A4 and b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the 30mm profile 3d heart ring was replaced with a non-medtronicbioprosthetic valve. It was stated that the annuloplasty product did not malfunction, was fully sutured and tested prior to removal. It was stated that the patients pre-existing conditions of moderate to severe mitral regurgitation with potential limited coaptation may have contributed to the event. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 30 mm profile 3d heart ring, it was explanted and replaced with an unknown device. The reason for the replacement was reported as coaptation and mitral regurgitation (mr). No additional adverse patient effects were reported.